Manufacturer narrative:
Product analysis:upon receipt at medtronic¿s quality laboratory, the valve was returned attached to the valve holder jaw. A black suture was tied around the valve holder to keep the valve attached. There was no evidence of impingement that may have contributed to leaflet motion. Both leaflets were received in the closed position. Using a blue actuator to test leaflet movement, the leaflets moved without difficulty. Both leaflets were intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms and inflow and outflow orifices were intact with no evidence of damage. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the complaint could not be confirmed as there was no evidence of a leaflet motion issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this aortic mechanical valve, the physician reported the valve leaflets would not move despite repeated positioning. The valve was explanted and replaced with another mechanical valve. No adverse patient effects were reported.